Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to water leakage, the circuit board unit in scope connector and the outside shield unit is dirty. A root cause could not be established for the foreign objects in the connecting tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the connecting tube, and a dirty circuit board unit in the scope connector, and a dirty outside shield unit. There was no patient involvement.